Event description:
Blood was noted in the helium line and the balloon was removed. (Multiple event to customer complaint number 98-00042). (On 1/12/98, datascope rec'd the mandatory medwatch form from the dist; uf/dist report number: 2026191-1998-0001). The iab was never returned to datascope for eval. [Event complications]: none from the event-reported 1/12/98. [Pt's current status]: in ccu-rpt'd 1/12/98.

Manufacturer narrative:
Eval: the product was not returned or released to datascope for eval. (This follow-up MDR was mailed to the FDA on 5/12/98).